Event description:
Complainant alleged that the medics were responding to a call for a pt (age unknown) in cardiac arrest. Upon the medics' arrival, the device was attached to the pt. The pt was intubated and an IV was established, while CPR was performed on the pt. The medics attempted to monitor the pt in defib mode, but the device displayed a "defib disabled" error message. The medics performed the trouble shooting procedures, and turned the device off/on and turned the unit to defib mode, but the device continued to display the same error message. The medics were able to obtain another device to treat the pt. The complainant indicated that the pt subsequently expired, but the pt outcome was not as a result of the reported malfunction.